Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline repair occurred on (B)(6) 2020 and was unsuccessful. The patient was subsequently sent home with an ungrounded cable. It was noted that the patient will be monitored regularly for signs of deterioration of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection of the driveline revealed cosmetic damage to the silicone sleeve underneath a rescue tape repair, approximately 9.75¿ from the metal connector. A pump stop event was confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2020 at 04:01:47 to (B)(6) 2020 at 14:18:18, per the timestamp. A pump stop event with associated low speed/flow alarms was captured on (B)(6) 2020 at 03:15:56 while the system was operating on battery power. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 16dec2020. The approximately 18.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, it was reported that the patient was sent home on the ungrounded patient cable. The center will continue to monitor the patient for any further alarms and the patient remains ongoing on (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 17aug2015.. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The percutaneous lead fracture resulting in ungrounded cable use was reported in MFR report # 2916596-2020-04866. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an ungrounded cable on (B)(6) 2020 due to alarms consistent with a percutaneous lead fracture. Patient had a pump stop while connected to his ungrounded cable at home at around 3:00 am. Log file analysis captured a pump stop on (B)(6) 2020 while patient was on battery power. It appears that the short to shield has matured into phase to phase short. Patient came in to get an x-ray done. There was a small region of the external driveline which was slightly narrowed compared to the rest of the line which may relate to partial disruption. A percutaneous lead replacement was performed on (B)(6) 2020. The removed section of percutaneous lead was returned for evaluation.